Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿during the surgery a rupture of the second implant was discovered, which was not visible on the ultrasound¿. Later healthcare professional reported ¿pain in the breast¿, ¿changes in shape and density¿ and ¿ultrasound found an implant rupture¿. This record is for the right side. Device was explanted and will not be returned.